Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the distal end of device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the distal end of device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif 1200n series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif 1200n series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope had a reduced angulation issue. The device was returned for evaluation. During the device evaluation, the plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized with the endo cleanse by an experienced nurse prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. It was unknown if there were abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with a clean lint-free cloth/brush/or sponge. It was unknown if the endoscope was presoaked in the detergent solution. The device was returned to olympus for evaluation and the evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The bending section cover had a scratch and discoloration. The adhesive on the bending section cover had a white-clouded area. The control unit had discoloration. The universal cord had a scratch. The adhesive around the light guide lens was peeled. The connecting tube had coating peeling. The suction connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.